Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A patient with a lead implanted, expired due to unknown circumstances. Additional information has been requested but not yet received.